Manufacturer narrative:
Corrected data: h11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
An article was published in the scientific reports, citing a case study of "the optimization of the vault-predicting formula based on the anterior segment measurements from artemis insight 100". The patients experienced excessive vault. The article reported, "three eyes underwent an icl exchanging after surgery due to an excessive lens vault" and "icl exchange was performed for just one eye for the unsatisfactory vaulting". If additional information is received a supplemental medwatch report will be submitted